Manufacturer narrative:
Continuation of d10: product ID embsnv20 (serial: (B)(6) ); product type: 0179-adapter; implant date n/a; explant date n/a product ID embsnv20 (serial: (B)(6) ); product type: 0179-adapter; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient had high impedances the day of implant. Electrodes 0-5, 7, 9 were at 40000 ohms. The doctor determined that the patient was too sick to revise the leads so multiple attempts were made of switching them in the implant. The cause was not known and the issue was resolved.